Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter has a cracked display and a purple with black marks in the background of the display. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the afternoon of (B)(6) 2011. The patient informed the cca that she manages her diabetes with an insulin pump. Despite the alleged issue, the patient stated she continued to administer her doses of lantus and humalog regular insulin (doses not known) as usual. According to the cca documentation, the patient denied developing symptoms. However, on (B)(6) 2011 at 8:00 am, the patient reported going to urgent care/clinic for assistance. At the time of the urgent care/clinic, the patient indicated they treated her with intravenous (IV) fluids for high blood sugar symptoms. The patient denied testing on any other blood glucose device. At the time of troubleshooting, the cca the patient was not a first time user of the subject meter and the meter was not misused. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on august 9, 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/ broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.